Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the transmitter had an unknown issue. The transmitter was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. A transmitter functional test was performed and passed. The data was reviewed and passed. The reported event of transmitter issue is not confirmed. The probable cause cannot be determined. No additional event or patient information is available.